Manufacturer narrative:
The investigation determined that the true classification of the patient sample in question is considered to be (B)(4) reactive based on additional (B)(4) assay results and the (B)(4) result from a competitive system. The sample was sent out for sequencing, however, a full dna sequence test was not performed, and it is possible that a viral mutation may have been present on a different set of amino acids than those tested. It is possible that the patient has a mutant form of the (B)(4) virus that is not detectable by the vitros (B)(4) assay. There was no evidence to suggest that an analyzer malfunction or a (B)(4) lot malfunction occurred to cause the results in question. The customer indicated that the sample was positive when tested using an (B)(4) assay on a competitive system. The root cause of the false negative vitros (B)(4) result was not determined, however, a mutant form of the (B)(4) virus in the patient sample cannot be ruled out.

Event description:
The customer observed false negative vitros (B)(4) results on multiple samples from a single patient processed on a vitros 3600 immunodiagnostic system. The patient sample produced a reactive result when tested by a competitive system. False negative results may lead to inappropriate physician action. The false negative vitros (B)(4) results were not reported, and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).